Manufacturer narrative:
The samples were requested for investigation but could not available for testing. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of positive results for 1 patient tested for elecsys toxo igm (toxo igm) on a cobas 6000 e 601 module. During a 4 month time period the patient was tested 4 times on the e601 module. The initial result was approximately 10 coi (positive). The next 3 results were approximately 13 coi (positive). The most recent sample was tested by the diasorin method with a "negative" result. The specific numeric result was not provided. The patient¿s toxo igg results remained negative during this time period. The positive results from the e601 module were reported outside of the laboratory. The e601 module serial number was (B)(4).